Manufacturer narrative:
Section d10: concomitant devices logic cr femoral por, left, sz 3.5 (cat# 02-010-04-0235 / serial# (B)(6)). Lgc tibial fit tray cem sz 3.5f / 3.5t (cat# 02-012-45-3535 / serial# (B)(6)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Approximately 5 years 3 months after a total left knee replacement, the patient was revised due to osteolysis/loosening of the femur as a result of patella and tibial insert wear. All devices were replaced, the reported event is not related to the breakage of a device. The reported event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation as they were discarded by the hospital.

Manufacturer narrative:
Result of investigation: the reason for the revision cannot be confirmed from the information provided, but may be the result of prosthesis wear of the tibial insert as reported, femoral loosening, or due to inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening could not be confirmed and potential contributions of patient-related considerations to the event could not be assessed since relevant clinical information was not provided. Based on the provided images, there does not appear to be wear of the patellar component.